Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 406 mg/dl. Customer received new insulin pump and was requesting assistance with fill cannula and getting air out of infusion set. Customer was assisted. It was reported that customer was admitted into the hospital five times due to diabetic ketoacidosis and customer was given ritalin by healthcare professional. Customer declined further troubleshooting.